Manufacturer narrative:
The patient was seen on (B)(6) 2024 for worsening pain and weakness related to the index procedure performed. The office visit notes stated that, "he had initial symptom relief followed by progressively worsening pain and weakness involving his lower extremities. Further imaging study was performed to evaluate his symptoms. MRI scan revealed evidence of prior l4-s1 fusion site with evidence of possible l5-s1 pseudoarthrosis. There is also evidence of significant adjacent level degeneration and spinal stenosis at l3-l4 level." Also included in the notes was identification that the patient uses a prescription medication that can be prescribed for pain, tenderness, swelling, and stiffness caused by osteoarthritis and rheumatoid arthritis. Surgical notes were provided for the revision procedure performed (B)(6) 2024 as part of the complaint investigation. The surgical notes stated that, "patient previously underwent lumbar surgeries including l4-s1 decompression and fusion surgery in the past by another surgeon. Patient has developed recurrent low back pain as well as severe leg pain. Investigation revealed evidence of an adjacent level degeneration at l3-4 with disc ddd and facet arthropathy causing advanced central spinal stenosis." Upon completion of the revision procedure, it was reported in the post-op surgical notes that, "patient tolerated the procedure well without complications." The surgical system IFU provides guidance on system use, contraindications, warnings, and precautions. The contraindications section of the IFU states, "certain degenerative diseases or underlying physiological conditions such as diabetes or rheumatoid arthritis may alter the healing process, thereby increasing the risk of nonunion and/or implant breakage." Risks of use of the surgical system include but are not limited to "device component fracture" and "non-union". The precautions section of the IFU states, "implants can break when subjected to the increased loading associated with delayed union or non-union. If healing is delayed or does not occur, the implant may eventually break due to metal fatigue." There has been one other complaint of similar nature in the past 12 months. The manufacturer will continue to monitor for reports of malfunctioned implants and perform complaint investigations as appropriate. The root cause of this complaint cannot be reliably determined. The complaint investigation suggests the possibility that the implant construct malfunction may have been related to pseudoarthrosis at the l4-s1 level.

Event description:
The manufacturer was contacted on 10/07/2024 to inquire about identification of a surgical system that required a revision procedure due to an implant malfunction, adjacent level degeneration with disc ddd, and facet arthropathy causing advanced central canal stenosis. It was reported that the index procedure was performed approximately five years ago. Anterior and lateral images were provided, which showed a pedicle screw shank was fractured, and manufacturing marketing staff identified it as a surgical system in which the manufacturer has regulatory reporting obligations. Attempts to identify the devices used in the index procedure were unsuccessful.